Manufacturer narrative:
E1 initial reporter facility name: (B)(6). A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 09-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed even after a reboot. The field service engineer (fse) found that the drawer would not latch and noticed that the fasteners holding the latch hard stop to the side of the drawer were sheared off. The fse replaced the three bolts and fasteners and then verified the proper operation of the drawer. The customer confirmed the resolution. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that while using the bd pyxis¿ medstation¿ es, drawer had failed and was not closing properly. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station. There were no adverse events or injuries reported based on this event.